Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon complained of trocar leaking air due to torn gasket. It is believed to have happened while inserting and removing the device. 09/01/1998 they used another trocar to continue with the procedure. There was no consequence to the pt.